Manufacturer narrative:
The sheath was returned with blood on the exterior of the component. No damage was observed on the shaft of the sheath and was observed to be within specification. The sheath side port tubing was observed to be detached from the sheath side port and was returned separate from the sheath. Blood was observed inside the tubing. The iab catheter was not returned for evaluation. The evaluation confirmed the reported failure. However, we are unable to determine how this failure may have occurred and has been escalated to respective supplier to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab), the base of the sheath suddenly fell out. The iab was removed and replaced with a new one to continue therapy. There was no patient harm or adverse event reported.